Event description:
It was reported by (B)(6), an ICU rn, that cardiosave intra-aortic balloon pump (iabp), had an issue with the arterial waveform quality during use. Skylar stated, ¿I don¿t really know how to describe it, it just kind of looks like it¿s trying to go but it isn¿t. The patient was having some ectopy, but she never had it do this and even when it¿s not ectopy it was having these issues, and the pressure was dropping.¿ an image of the console screen showed the ECG source from an external source, a poor arterial waveform tracing with whip, pressures 62/50 (57) and an augmentation of 75 mmhg. She started by replacing the electrodes using a small amount of doppler gel from the patient through the console ECG cable directly. The device was transitioned to transducer source for comparison and whip was present as well. The console was placed in standby and flush for 20 seconds and after restarting therapy, the tracing was not improved. She stated that in the x-ray, the formal impression read ¿the distal radiopaque marker is over the aortic knob.¿ skylar was unable to aspirate to verify patency of the inner lumen per the facility policy. No patient harm or injury was reported. There was no determined malfunction of the cardiosave.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - g2. Getinge emergency support team had customer transition to transducer source for comparison and whip was present as well. Getinge emergency support team then had customer place the console in standby and flush for 20 seconds and after restarting therapy, the tracing was not improved. We discussed the reason for artifact in the arterial waveform. When getinge emergency support team asked about the most recent x-ray, she stated the formal impression read ¿the distal radiopaque marker is over the aortic knob.¿ we discussed the recommendation of the tip of the catheter being between the 2nd-3rd intercostal space and getinge emergency support team encouraged customer to request the radiologist specify the placement of the tip by the intercostal space. The response from the radiologist was that he could not do that, and the aortic knob was the landmark he could visualize. Customer was unable to aspirate to verify patency of the inner lumen per the facility policy. We again discussed, in great detail, the reason for artifact in the arterial waveform sources, including the difference between the fiber-optic source and the transducer source. Complaint information obtained. Getinge emergency support team encouraged customer to notify the attending for interventions related to the catheter position and the artifact present in the arterial waveform. Customer agreed to the plan, and getinge emergency support team encouraged her to reach back out to me directly with any additional questions or troubleshooting needs. She was appreciative of the support and denied any further questions. During the call, troubleshooting steps were performed by the bedside rn per the guidance provided by the esp team member per the cardiosave/sensation IFU. No patient harm or injury was reported. There was no determined malfunction of the cardiosave.

Event description:
N/a.

Manufacturer narrative:
Updated fields - a2, a3a, a4, b4, g3, g6, h2, h11.